Event description:
Dräger received an ufr in which it was stated that the device suddenly performed a reboot during a running ventilation episode. As per report, ventilation was resumed after short period, and the unit displayed a battery fail alarm. The users reportedly replaced the device in a controlled maneuver in abundance of caution, no health consequences for the patient were resulting from the event. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The ufr was the only information for this case, the hospital did not involve the local dräger s&s organization into any follow-up measures but the description of event allows a reliable conclusion in regard to the root cause: a reboot is the specified device behavior to overcome interrupts in the processing of sw routines that can't be rectified by other means. To set all processes back to a controlled state, the device briefly powers off and back on, the breathing system will be opened to ambient to allow spontaneous breathing. The user is alerted by means of a corresponding alarm. Under consideration that the reboot can remedy the error condition (as it was the case in the particular event, obviously), the device will resume ventilation with previous settings after approx. 12 seconds. The device responds to various conditions with a reboot, in the particular case a causal connection to a completely worn internal battery can be drawn. The primary energy source for the device is mains supply, the internal battery serves as an important fail-safe mechanism to cover mains power losses. The device software performs a battery test procedure in the background in regular intervals to calculate the battery status and the runtime forecast. In particular, the device software switches off the mains supply for 500ms to measure the trends for voltage and current in battery operation. With an outdated or depleted battery, the voltage drop may be that significant within this short period that the available energy is insufficient, running sw processes become interrupted. This will then trigger a reboot of the entire device to set all sw processes back to a controlled state. The internal battery is subject to wear and tear and shall thus be inspected regularly, the recommended exchange interval is two years. The particular device was manufactured in 11/2011, it is not known when the last battery replacement was performed. The user is advised per IFU to check the availability of the internal battery prior to each use cycle, this was obviously omitted here repeatedly. Dräger finally concludes that lack of preventive maintenance and failure to follow the instructions of the manufacturer were the most significant contributing factors to the event. It is recommended to have the outdated battery replaced by an original dräger spare part. Remark: records maintained at the manufacturer demonstrate that the hospital has reported an event for the same device type in 09/2025 already, and with a quite unspecific description and no s/n information. The mentioned device production date is the same as for the actual complaint - it cannot be excluded that the identical device was already involved in an event related to the same root cause.